Event description:
A malfunction alarm with code malf 16 was reported, and it could not be reset. There was no adverse impact on the customer¿s blood glucose level. The customer was informed about the need for a pump replacement, and technical support arranged for the pump to be replaced. The customer switched to a manual daily injection as a temporary insulin delivery method and was instructed to return the faulty pump with a provided pre-paid label and return box.